Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) and rotated heart for a mitraclip procedure. During the procedure, one mitraclip was successfully deployed. Second mitraclip was deployed medial to first clip. A residual jet was observed between the two clips. The clip was retracted back into left atrium and repositioned and deployed again. Tissue damage was observed due to multiple grasping attempts. There was insignificant improvement in mr. Hence, the process was repeated again and was unsuccessful. The clip was removed from the anatomy. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to multiple grasping attempts; therefore, attributed to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.